Event description:
Reporter found resident unresponsive and tested blood glucose using advantage system with results of 207 mg/dl. Location of testing was not provided. Resident was transported to emergency room and blood glucose was 39 mg/dl within 5 minutes timeframe. Resident was diagnosed with hypoglycemia. Treatment provided in emergency room was not provided. Resident was returned to facility, given a snack and sent to bed. A request was made for return of the suspect product and a replacement was sent.